Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to syncopal episodes. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric arm movements. The lead was capped and replaced. The patient was in good condition post operation.